Event description:
It was reported that the device could not be interrogated during a routine follow-up visit. There was no telemetry. The patient is not pacemaker dependent and will see the physician. The device remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).